Manufacturer narrative:
The customer¿s report that the tri-fuse tubing separated was confirmed. Visual inspection of the set noted the male luer tip of an unknown mating component was broken off and was lodged within the neutraclear connector. While handling the set during inspection, the neutraclear came apart. It is unclear from the customer description whether the ¿separation¿ refers to the mating component that broke off within the neutraclear connector or if it refers to the body of the connector that came apart. Both occurred on the line with the ¿white lumen¿ (white pinch clamp). Functional testing confirmed the orange valve/piston was in the recessed position due to the still inserted male luer tip and that the neutraclear body had come apart. Investigation verified the correct amount of adhesive had been applied within the neutraclear body. Leak and activation testing were performed on the other two neutraclear valves; both were compliant. Traction testing was also performed on these two valves. The force needed to remove/separate the connector bodies was in accordance with the internal specification. The root cause could not be identified.

Event description:
It was reported that the tri-fuse tubing separated from the white lumen while infusing lipids to patient. It was further confirmed during follow up that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tri-fuse tubing broke off of the white lumen while infusing lipids to a patient. There was no harm.